Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, but the customer did not have charging supplies at home, and planned to call back later.